Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported via phone call that the customer's insulin pump alarmed radio frequency error. The patient's blood glucose was normal and did not require medical treatment. The alarm history was reviewed and there were prior radio frequency error alarms in the alarm history. However, the insulin pump was not returned or replaced.